Event description:
It was reported that the during deployment of a stent graft in an a-v loop graft near the anastomosis, the deployment mechanism became unresponsive and the stent graft only partially deployed. The stent graft, deployment system, and introducer sheath were removed together as a single unit. Another stent graft was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for the event. This investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. The investigation is also confirmed for issues retracting the delivery system through the introducer sheath, as the system could not be retracted from the returned introducer sheath and the sheath tip was flared. It should be noted that the device was used to treat a pseudoaneurysm in an a-v loop graft. This is considered to be an off-label use for this device. Per the IFU, the device is indicated for the treatment of stenoses at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts. It could not be determined if the use of the device for this application contributed to the root cause of the event. The definitive root cause could not be determined based upon available info. Potential complications and adverse events: delivery system specific events that could be associated with clinical complications include, but are not limited to: premature deployment, inaccurate deployment, failure to deploy, high deployment forces, delivery system kinking, no visibility under fluoroscopy, inability to tract to target location.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #) that were not previously obtained during the initial investigation. The user facility reported that it is unable to provide any further patient or procedural details. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.